Event description:
It was reported that a pipeline flow diverter stent was used during a procedure to treat an unruptured saccular intracranial aneurysm located at the right posterior communicating segment of the internal carotid artery. Dual antiplatelet treatment was administered and the platelet reactivity unit level was 166. A 6f intermediate catheter and an xt27 catheter were advanced over a 0.014 guidewire to the m2 segment of the middle cerebral artery, and the stent was delivered through the xt27 with the stent tip positioned at the straight segment of m1. With forward support applied to the delivery guidewire and withdrawal of the xt27 to deploy the stent tip, approximately 5 mm was deployed and the stent tip failed to open; additional deployment did not resolve the issue. The stent was fully withdrawn and the tip was redeployed, but the stent tip still did not open properly. The stent and microcatheter were withdrawn together to the internal carotid artery, and expansion, contraction, and oscillation maneuvers were performed without improvement. The stent and microcatheter were removed from the body, and a new stent and xt27 catheter were used to complete the procedure succe ssfully. The post-procedure angiographic result was reported as normal. No patient complications have been reported as a result of this event. The aneurysm max diameter was 4.37mm and the neck diameter was 3.62mm. The landing zone was 3.74mm distal and 4.05mm proximal. The patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.